Event description:
Fill volume: exact amount unk, between 140ml or 160 ml.. Flow rate: 10 ml/hr. {please reference 2026095-2014-00138/14-00589 (a), 2026095-2014-00139/14-00589 (b) and 2026095-2014-00140/14-00589 (c) and 2026095-2014-00140/14-00589 (d) which have already been reported initially on 08/13/2014}. Add'l info was provided regarding pt #2 and two add'l fast flow incidents were reported for this pt. Please reference 2026095-2014-00195/14-00589 (e) which is being reported along with this report. Pt 2, incident 2 of 2: beginning on (B)(6) 2014 for 15 days, infusions have not been running as expected. Two add'l fast flow incidents were reported for pt two. It was waited less than one minute between filling the pump and placing it on the pt. It was reported that the infusion time was within 11 hrs, instead of 12 hrs and this occurred twice. The pt was reported to have experienced hyperthermy on day 1 and days 2 of the treatment and was treated with paracetamol. No further info regarding this pt was reported. The indication of the antibiotic therapy was unk. The pumps have been discarded.

Manufacturer narrative:
Method: the devices were reported not to be available as they were discarded, therefore testing methods could not be performed. A review of the device history record (DHR) was conducted for the lot number reported. Results: according with DHR review, the production lot met all manufacturing and quality specifications. As a device was not available for an eval no methods were performed, therefore, results cannot be obtained. Conclusions: the device was not returned to I-flow for eval, therefore, wer are unable to determine an exact cause for the reported event. Based on the reported info, the device was used less than one minute after filling. Product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.